Event description:
It was reported that during implant attempt, there were high defibrillation thresholds. This lead was not used. The physician placed cut into insulation in order to use it to gain access for new lead. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned full lead found all insulators breached cut and blood in/on the helix/lobe mechanism. Damaged at implant.